Event description:
Information received by medtronic indicated that the insulin pump had loss of communication. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 4.10d retainer = clear customer returned the pump for alleged unexpected loss of communication between pump and transmitter (lost sensor alarms) found on (B)(6) 2021. The pump passed the displacement test however, the pimp alarmed pump error during the self test. The pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for two (2) days while connected to the transmitter and a glucose sensor simulator and no unexpected glucose sensor simulator/transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. Successfully downloaded the trace and history files using thus. Pump error 63 alarm during the self test is due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window cover, cracked battery compartment, end cap address label faded, partially broken reservoir tube lip, partially separated retainer, and pillowing keypad overlay. Loss of communication with the transmitter is not confirmed. Pump error alarm during the self test is due to a broken trace at pin 6 (sda) of u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. .